Event description:
The customer reported that a during a post-operative visit, an x-ray revealed that a screw was broken in the pt. The date of the screw breakage is unk. Currently, the screw remains in the pt; there are no plans for a revision surgery.

Manufacturer narrative:
The device history records were evaluated and do not reveal any quality concern. The device master records for the parts in question were evaluated and the changes made have no impact on the safety and effectiveness of the product. An evaluation of the x-ray image sent by the customer was performed. The clinical research department was unable to confirm the complaint of a broken screw. The x-ray image does not provide evidence of an implant or a broken screw. The x-ray does not provide evidence of a spine disorder.